Event description:
Reporter alleged obtaining discrepant blood glucose results of 303 mg/dl on the advantage system compared back to back with results of 102 mg/dl and 100 mg/dl on the doctor's system when testing was performed within 10 minutes. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the affected product.